Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "lobulated contours" "pain" "calcifications" and "mentioned recall" against the right side. Healthcare professional later reported "deformity and rupture of prosthesis." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of wrinkling, anxiety-product/procedure, pain, calcification, rupture, visibility/palpability reviewed on 28-feb-2023. Visual analysis of the photographs identified: -wrinkling: unable to confirm as it is a medical event not related to the device. -anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. -pain: unable to confirm as it is a medical event not related to the device. -calcification: unable to confirm as it is a medical event not related to the device. -rupture: no, observed an opening the device. -visibility/palpability: unable to confirm as it is a medical event not related to the device in the photo observed two devices, both appear to be intact with red and brown particles in the surface of the shell and without labeled by side explanted. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(6): covid-19 quality plan - complaint handling.

Event description:
Patient reported "lobulated contours" "pain" "calcifications" and "mentioned recall" against the right side. Healthcare professional later reported "deformity and rupture of prosthesis." Device has been explanted.